Event description:
During setup of the sterile back table, a short brown hair was discovered on the sterile light handle contained in the lower extremity pack. As a result, the entire back table was deemed contaminated. All supplies were discarded or replaced, and all instruments required decontamination and re-sterilization, causing a delay in the procedure.